Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2ml, 13mm, 29g bd safetyglide insulin syringe in an open blister pack from lot # 9037712. Customer states that the syringe was defective. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-18 unit markings. A review of the device history record was completed for batch# 9037712. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing under investigation child 1179924, "on 18sep2019, holdrege received a photo of (1) 0.5ml 30ga tw 8mm bd safety glide insulin syringe from material 305932, batch 9037712 a review of the photo found a syringe with a broken barrel from the zero line to the 20-scale unit marking. The safety mechanism is still intact to the barrel. The barrel is not bowed nor does the barrel and/or plunger display any damage. From this visual inspection the damage may have occurred at the printer operation. Process: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Investigation: ¿ a visual inspection is performed every half hour for print and barrel component defects. No documented failures (cracked barrels) at the inspection dial. No documented failures (cracked barrels) at the inhabit gate. No documented failures (cracked barrels) at the infeed dial transition. No documented failures (cracked barrels) at the transfer dial to oven or dial oven. There are no l2l dispatches, logbook entries or notifications for missing components from the time that this batch was produced. Root cause: none/cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that broken barrel was found before use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "we opened a safetyglide syringe and found it was defective. I want to make sure this is an isolated incident. If someone could give ma a call, that would be appreciated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken barrel was found before use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "we opened a safetyglide syringe and found it was defective. I want to make sure this is an isolated incident. If someone could give ma a call, that would be appreciated."